Manufacturer narrative:
(B)(4). Additional information: sled movement. The ec60 device was received for analysis with no visual non-conformances and with five cartridge reloads present. Cartridge (c, d, e) ecr60g, l5413h were received fully fired and in good visual conditions. Cartridge (f, g) ecr60g, l5413h were received partially fired 1/16. It is possible that while loading the reloads (f, g) the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridges. The device was tested for functionality with the returned cartridge reload (f) by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted.

Event description:
It was reported that during a low anterior resection procedure, when the surgeon went to fire both devices, they locked on the tissue. A third like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: ¿they locked on the tissue¿ has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. Has this any impact on the patient, the surgery or the healing process?